Manufacturer narrative:
The unit was returned to olympus for evaluation. A visual inspection was performed on the returned unit and found no physical damage. All connector sockets appeared to be normal. The generator is working properly and able to activate the pump head of afu100 unit. The device was then checked with the test metron electrosurgery analyzer, and passed the inspection. The monopolar forcecoag2 output power measured value reading at 50w, which is slightly higher than standard range 32w--48w due to normal wear. The esg-100 IFU warns user in effort to mitigate patient harm due to increased output. ¿should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical unit. Otherwise, malfunction of the equipment may cause an unintended increase in output.¿

Event description:
The service center was informed that during a polypectomy procedure, the patient sustained a burn and experienced some bleeding. The facility's biomed tested the unit prior to the procedure and the unit was found to meet all specifications. There were no abnormalities noted during use of the unit and the scope. The intended procedure was completed. The patient was kept two hours for observation and then released. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM reported that manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue.